Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. On the other hand, care link was unable to communicate with the unit. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. The inability to upload/download is probably due to a problem associated with the electronic boards. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 293 mg/dl. The user alleged the insulin pump was under delivering insulin due to he was not getting active insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.